Event description:
During a cholecystectomy procedure, after 2 times no function. Display shows instrument error. Took new instrument. No further information is available. There was no adverse patient consequence.